Manufacturer narrative:
The subject device was received and evaluated . The product was kd-v431m-0730, the lot number was 22k, and the supplemental information was "24" (manufactured on february 24, 2022). Device evaluation found the knife wire was broken. The broken part was noted to be charred (blackened) and melted. Outer diameter of the knife wire was measured and no abnormalities were found. The length of the knife wire and wire covering was found to be acceptable and there were no missing parts. No other abnormalities were confirmed except the breakage of the cutting wire. The dhrs (device history records) for this product have been reviewed. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Length of cutting wire. Length of coated portion. Operation of cutting wire. Instruction for use (IFU) : this instruction manual (drawing no. Gk6224, revision no.7) contains the following information. Therefore, it would be possible to prevent this event from occurring. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. The results of the evaluation and product verification confirmed that the knife had been energized. Therefore, it is assumed that the knife breakage was caused by energization. The broken knife is presumed to have been caused by the following mechanism (see description below). 1. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2. Due to the situation of description ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3. The output was activated in state of description ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. Olympus will continue to monitor complaints for this device.

Event description:
It was reported the knife broke just by inserting it into the forceps channel. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure . The device was replaced and the intended procedure was completed using similar device with no harm or injury to the patient. No user injury reported.